Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2026, the customer performed maintenance on an infusion port for a patient. Following standard procedure, they opened the port needle packaging and conducted a flushing test. A leak was detected in the port needle. Upon opening a second needle, the same issue occurred. No additional details were provided. This report addresses both devices.